Manufacturer narrative:
One used (B)(4) ligasure device was returned, and examination of the sample confirmed an issue with difficulty opening the jaws. Visual inspection found no defects. A mechanical evaluation confirmed the handle was latched and difficult to open. Disassembly of the device identified the issue to be due to a bent latch pin preventing smooth movement along a track within the device handle body. A review of the device history records for this device found no potentially contributing factors from the manufacturing process. The investigation identified the root cause of the reported event to be mishandling during use. This type of damage occurs when the handle is forced open or excessive pressure is placed on the handle.

Event description:
The customer reported that the device had an issue with continuous alarms. Examination of the received sample by medtronic found an alternative issue, where the jaws of the device were difficult to open.